Manufacturer narrative:
Analysis results: the root cause of the customer's complaint was unseated top seal allowing water ingress.

Manufacturer narrative:
The event date is approximate. Customer contact information and mailing address were not provided.

Event description:
A consumer reported that their diamondclean power toothbrush battery exploded and a little liquid fell on his face with little red eye. No property damage was reported.